Event description:
It was reported that the patient had difficulty implantable pulse generator (ipg) despite multiple attempts. X-ray was taken and revealed normal result. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred last 5 weeks ago from the date manufacturer became aware of the event.